Event description:
Ethicon endo-surgery harmonic ace laparoscopic shears was making a screeching noise when testing, surgical technologist re-tightened device, without resolution. Generator instructing staff to tighten device and retest. Device was not used on pt. New harmonic scalpel device opened and worked properly throughout the case. Reason for use: laparoscopic sleeve gastrectomy.